Event description:
It was reported that a patient's pump had a volume discrepancy problem. The actual residual volume (arv) was greater than the expected residual volume (erv); exact amounts were not specified. The caller stated that the patient's symptom of increased baseline pain returned. The pump logs were checked and there were no alarms indicated back to (B)(6) 2011; the programming was correct. The medication administered via the pump was sufentanil concentration of 25 mcg/ml at a daily dose of 11.965 mcg/day; and bupivacaine concentration 30 mg/ml (daily dose not indicated). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).